Manufacturer narrative:
Block b3 date of event: the exact event onset date is unknown. The provided event date of (B)(6) 2015, was chosen as a best estimate based on the date of the mesh was implanted. Block e1: this event was reported by the patient's legal representation. The implanting surgeon is: (B)(6). The revising physician: (B)(6). Block h6: the following imdrf patient codes capture the reportable events of: e1906 - captures the reportable event of infection. E2330 - captures the reportable event of severe pelvic cramping and pain. E0506 - captures the reportable event of bleeding. E172001 - captures the reportable event of abscess formation. E2308 - captures the reportable event of disfigurement. E0206 - captures the reportable event of embarrassment and mental pain. E2401 - captures the reportable event of severe and debilitating injuries. The following imdrf impact code captures the reportable event of: f1903 - captures the reportable event of removal surgery.

Event description:
It was reported that the patient had an advantage fit system implanted during a procedure and has since experienced complications, including infection, severe pelvic cramping and pain, bleeding, abscess formation, recurrence, and the need for removal surgery. The patient later underwent removal surgery on or about (B)(6) 2024. As a result of the implanted device, the patient suffered significant pain, unnecessary expenses, embarrassment, disfigurement, and harm. Additionally, the patient claims that she may require further surgery and could, in the future, suffer damages such as severe and debilitating injuries, serious bodily harm, mental and physical pain and suffering, and additional medical expenses related to the implantation of the device.